Event description:
The customer stated that the architect folate controls are high. The customer requested a complete decontamination of the instrument. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.